Event description:
The patient reported one month after the ipg was replaced in 2004, it had to be removed due to serious infection. The patient stated she was treated for several months with antibiotics via a PICC line. The patient stated the surgeon is not willing to implant another unit due fear of infection. The patient stated the lead wire remains implanted and she wants to continue with the therapy.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 35 unreported serious injury events for model 7427, 24 serious injury events for model 7425, 14 serious injury events for model 37711, 8 serious injury events for model 7427v, 2 serious injury events for model 7424, 1 serious injury event for model neuro ipg, and 1 serious injury event for model 37752 recharger for the above time period (all product code lgw). This total includes the event described this report.